Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and lead system was removed from service due to high impedance measurements and loss of capture.